Event description:
IV started to infuse fluid and IV broke at lock site (mpx5304-c bd maxplus pressure rated extension set connected to mx4439 bd maxguard extension set with 4 way stopcock). Had to take down to insertion due to plastic broken inside hub.